Event description:
It was reported that after patient's right eye applanation, suction loss occurred during surgery with a patient interface (pi). It was reported that the procedure completed successfully by switching the pi. The center reported that one procedure was lost. There is no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Additional information: a manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. A review of the manufacturing controls show the instructions require 100% cleaning and inspection of the cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. Also, the operators performed the vacuum testing to the 100% of the units during production. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring.